Event description:
It was reported that the armada 14 reached the mildly calcified, total occlusion target lesion (2.5 mm diameter and 140 mm length) in the anterior tibial artery and balloon dilatation was attempted through the femoral access site, but was unable to be inflated greater than 3 atmospheres of pressure. The physician noted a contrast leak from the guide wire lumen. The armada 14 was replaced with another armada of the same size, which was successfully inflated to 8 atmospheres three times without further incident. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed through device analysis. A query of the electronic complaint-handling database indicated there are no similar incidents for leaks reported from this lot. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leaks was identified. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.